Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the communication with the scope became abnormal (b30 error) due to the fact that the connector was not dried correctly. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿4.4 connection of an endoscope warning ·before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed a b30 error (scope communication error) during preparation for use. The customer stated that the issue was that the staff were not drying the connector correctly. There were no reports of patient injury or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.